Manufacturer narrative:
It was reported that a patient underwent cardiac ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath - small and there was blood return from hemostatic valve. The dilator slips badly. Right after the sheath was inserted there was reverse blood, as if the valve was broken after inserting the carto vizigo¿ 8.5f bi-directional guiding sheath - small. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. On 7/22/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. On 7/28/2020, the complaint sheath was inspected and found with the hemostatic valve dislodged inside of hub. Based on this finding, the complaint remains as MDR-reportable for the malfunction of hemostatic valve separation. Device evaluation details: the device evaluation has been completed. The device was inspected, and visual analysis revealed that hemostatic valve appears dislodged inside of hub. Friction ring and brim cap remain intact. A manufacturing record evaluation was performed and no internal actions related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve could be related to handling of the device during the procedure, however, this cannot be conclusively determined. All units are inspected prior leaving the facility and mre verified that this complaint unit was in good condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001227 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath - small and there was blood return from hemostatic valve. The dilator slips badly. Right after the sheath was inserted there was reverse blood, as if the valve was broken after inserting the carto vizigo¿ 8.5f bi-directional guiding sheath - small. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. There was no report of extended hospitalization. No further information has been made available. Should more information becomes available in the future; the reportability decision will be reassessed.